Event description:
The pt reported receiving repeated occlusion errors on his insulin infusion device when his device is in the run mode. He stated he replaced the piston rod 4 months ago and the adapter about one year ago. To troubleshoot, the pt was instructed to disconnect from his infusion headset and place his device in run. An occlusion error was received. The pt was then instructed to remove the infusion set tubing which was over 6 days old. Another occlusion error was received. The pt's insulin cartridge was low and when he went to replace it, he noticed the piston rod was stuck in the bottom of the infusion device and its blue cog wheel would not spin freely. The pt then inserted a new piston rod which resolved the issue. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.